Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging that the total daily dose values in the download via diabetes management software was different from what was in the pump. No further information was received and troubleshooting could not be completed. Several unsuccessful attempts to contact the patient were made. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.